Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found machine not showing the error. Machine is working ok. The issue could be came due to the humidly. Perform all the pneumatic tests, all tests are passed. All function and parameters are ok. Run the machine on balloon for 2-3 hours. Machine is working ok. Handover the machine to user for clinical use.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, cs100 intra-aortic balloon pump (iabp) displayed an error message of "maintenance required code #1". There was no patient involvement.